Event description:
The user facility reported that during a patient procedure, a joint cover from their harmonyair g-series surgical lighting system detached and contacted the patient. The cover was immediately removed from the sterile field, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite and found the screw holding the joint cover was present however the rest of the cover had broken away from this section. The observed damage is indicative of user facility personnel bumping the lighting system into walls or other equipment subsequently causing damage to the joint cover. The operator manual states, "caution - possible equipment damage: do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The technician counseled user facility personnel on the importance of not impacting their lighting system into walls or other equipment. The technician replaced the joint cover, tested the function and operation of the device, confirmed it to be operating to specification and returned the lighting system to service. No additional issues have been reported.